Event description:
During a bypass procedure, tubing attached to the retroguard valve came loose. Leaking also occurred at a second location. The procedure was stopped for approximately five minutes while the tubing was reattached by tiebanding. It was reported that there was no affect to the patient.